Event description:
Patient stated sensor was not working and she started to experience pain after insertion. When she peeled the sensor off she noticed the wire was missing. She didn't think anything of it until it was time to change the sensor and the same issue occured she could not see the wire, sharp pain down her right leg and when she moved a certain way. She decided to contact dexcom to tell them what happened and the customer representative suggested she visit a emergency room or urgent care. On (B)(6) 2024 she went to urgent care and a x ray was performed. It was found "there are linear radiodensity in the pelvis 1 measuring 3 cm in the right mid pelvis and the other measuring 3 cm at the lower midline pelvis. Two linear radiodense foreign body in pelvis as described". She will need to schedule surgery to have removed. Reference report: mw5150853.